Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred and the patient developed st-segment elevation and bradycardia during the procedure. The target lesion was located in the severely calcified right coronary artery (rca). A 32 x 3.50 promus premier¿ stent was selected for use and advanced to treat the lesion. During inflation to deploy the stent, the stent delivery balloon ruptured at 4 atmospheres. The stent remained in the artery without being completely opened. A quantum balloon catheter was then used to fully expand and deploy the stent. During the procedure, the patient experienced st-segment elevation. The patient was given pain medication and atropine as the patient had severe bradycardia. The procedure was concluded without further patient complications. The patient is in stable condition.